Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated (B)(4) 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Review of the device history records showed that there were no issues during the manufacture of this part or its components that would contribute to the complaint. All features that were measureable and relevant to the complaint condition were found to be in specification.

Event description:
It was reported that during a procedure, the tips of the screwdriver blades broke while the surgeon was tightening screws. Nothing was left in the patient. The surgeon used other screwdrivers to complete the procedure. Also, during this procedure the plate broke as the surgeon was attempting to contour it. The surgeon selected another plate, contoured it without incident and completed the procedure.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Additional information: this is report 3 of 3 for complaint (B)(4). Additional product code for this report includes hwc. The device was returned for inspection and the event was confirmed. Both the female and male component of the plate assembly was bent. The female part was broken at the top of the bend. There were indentations on either side of the break. The web surface opposite of the break was discolored. A product development evaluation reported that the returned device was a 20-hole titanium locking straight plate. The female (left) segment of the assembly shows a fracture through the plate from inside the hole to the outer radius in the superior and lateral portion of the 5th hole from center. Around this fractured portion, there are three indentations indicating a bending instrument had been used in that area. Additional dents and scratches were visible on the segment, mostly on the superior side. The male segment also showed some dents and scratches, again on the superior side. Both segments show several bends, all in-plane. Several of the holes show deformation most likely from the in-plane bending. The quick-release pin is still holding the assembly together and the flat portion of the pin has been properly bent. Threads in all of the holes are visible. The device was received flat, as if no out-of-plane bends had been applied to the segments. The sales consultant was present when the complaint occurred and commented that the plate fractured while the surgeon was applying a significant in-plane bend to the plate. However, the bend was not significant enough that the sales consultant expected a fracture in the plate based on prior experience. The sales consultant could not confirm whether or not there was any out-of-plane or reverse bending. From a design perspective, the strength of these plates was validated via mechanical testing to meet design criteria. The manufacturing evaluation noted that the material certifications were in order so the raw material was correct. This would indicate that the fracture came from excessive bending, possibly including reverse bending. As mentioned in the device as-received condition, there were three marks around the fracture site and the spacing and location of these marks line up with the jaw benders. These benders are only used for out-of-plane bending and typically are the last bending step. Since the implant was received flat that would indicate the implant was reverse bent back to a flat condition which is known to create internal stresses which become a focal point for eventual fracture. If the implant was bent out-of-plane and then reverse bent back prior to additional bending this provides an explanation for the plate fracture at the observed location. However, this cannot be confirmed and there are no corresponding marks for bending the implant back to a flat condition. The risk of excessive bending that leads to plate fracture while contouring is addressed adequately in the risk analysis. This risk is controlled by the general product insert, the technique guide and by the etching on the bending instrument. The product insert recommends to avoid sharp bends, reverse bends, or bending the device at a screw hole and the technique guide and etching on the bending instrument both indicate that in-plane bending should be done first, out-of-plane bending done second and torsional bending done last. Conclusion the as-received condition of the implant would seem to indicate reverse bending which could have caused the plate fracture, however this cannot be verified. Without this confirmation, the complaint is found to be indeterminate from a product development perspective. Conclusion: as the review of the device history record revealed no complaint-related anomalies and as there are no indications of any manufacturing or design related issues with the returned devices this complaint is deemed invalid. (B)(4).

Event description:
This is report 3 of 3 for complaint (B)(4).